Manufacturer narrative:
The monitor was returned for analysis. Functional testing determined that the system component was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The monitor was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: 9735795r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when setting up the system the software began behaving as though another person was touching the monitor. The representative (rep) would try to open the cranial surgeon list and it would return to the main page. The medtronic menu would also pop out without any input. The system would also try to log out when the medtronic menu was opened and the rep could not cancel the log out. The rep claimed this was intermittent and multiple reboots appeared to resolve. The issue occurred again before another case. The rep unplugged the main cart touch usb and the behavior remained the same. When she unplugged the camera cart touch usb the issue resolved. The rep plugged the main cart touch usb back in and the system continued to function normally. The rep noted that the usb cable did not look damaged. Additional troubleshooting was performed. The rep unplugged both camera cart and surgeon cart individually and worked each screen one at a time. Unable to recreate issue on either monitor. Made sure cables were not damaged external as well as removed both cart covers to insure cables were plugged in tightly.